Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported it is unknown if the lens caused or contributed to the event, as all calculations seemed correct. The event continues. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.